Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead alerted for high threshold readings. The reviewed episodes showed true fast ventricle and atrial rates, and possibly retrograde p-waves in the non-sustained tachycardia episodes. Far field r-wave (ffrw) oversensing and t-wave oversensing were both exhibited, possibly due to the high rv outputs. The rv and right atrial (ra) leads remain in use. No information could be obtained through follow-up with the clinic. No patient complications have been reported as a result of this event.